Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ca 19-9 value of 43.72 iu/ml and repeated as < 0.600 iu/ml with a data flag. The sample was placed in a sample cup and repeated, resulting in a ca 19-9 value of < 0.600 iu/ml with a data flag. The sample was repeated again, resulting in a value of < 0.600 iu/ml with a data flag. A new ca 19-9 reagent lot was placed on board and the sample was repeated two more times on (B)(6) 2023, resulting in ca 19-9 values of < 0.600 iu/ml with a data flag and 0.693 iu/ml. The ca 19-9 reagent lot number was 59810303, with an expiration date of 31-aug-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The component code has been updated.